Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, tower door failed and keeps clicking while opening the customer reported that the malfunction occurred when the user was trying to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door had failed. The field service engineer (fse) cleaned all electrical connectors in the cabinet. The fse also lubricated the microswitch connectors using the conductive grease, and all wiring harnesses were tightened and resecured. The fse finally, tested the tower doors using the hardware test application (hta) and proper operation was verified.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, tower door failed and keeps clicking while opening. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.